Event description:
This report is based on information provided by philips international service personnel and is being investigated by the philips complaint handling team. Unit was obtained from philips international stock and not part of hospital inventory at his time. During the evaluation of device, there was an alarm indicating proximal pressure sensor auto-zero failure. Investigation is ongoing.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17888.

Manufacturer narrative:
H10: it was confirmed that the reported phenomenon was not duplicated by test run performed. However, since the diagnostic code 110b observed in the log the solenoid valve 3 and 4 were replaced as a proactive action. The device was confirmed to be operating per specifications and no further failure was identified.the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site.